Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896951 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event and began treatment with vancomycin (intraperitoneally, daily, dose not reported) for peritonitis. Eight days after being hospitalized, the patient was discharged. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, treatment with vancomycin was ongoing and the patient was recovering from the event. No additional information is available. This is report 2 of 4.